Event description:
It was reported that during a da vinci si hysterectomy procedure the tip of the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one scissor blade was broken off. The broken blade had fractured at the cross section of the cable crimp and the fracture plane is straight. The detached blade was returned with the instrument.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will submitted if the instrument is returned (post-evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.